Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician implanted a 25mm gore® cardioform septal occluder to close an atrial septal defect in a patient with marfan syndrome on (B)(6) 2018. At the patient's one year follow-up, transesophageal echocardiography showed the device was no longer stable on the septum and there was an approximate 3mm shunt on the anterior/superior rim. Surgery was performed to remove the device and repair the defect on (B)(6) 2019. The physician's perspective is that the patient's marfan syndrome may be contributing factor to the device instability on the septum a year following implant.